Event description:
Boston scientific provided the following information: patient had a fall and went to the ER then was admitted to the ICU. Patients heartrate dropped to 30bpm and rv lead was not capturing. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.